Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there were telemetry issues. Ins was never recovered from suspected overdischarge. The 37712 had "no battery life" in 2012 they followed up with doctor's office noting that the stim worked well but there were issues with recharging. (B)(6) 2012 the patient was helped with a trickle charge - result was unknown. (B)(6) 2012, the patient was helped with charging - outcome unknown. (B)(6) 2013 insurance approved to have the ins replaced. The ins was explanted and replaced. The patient was happy with current programming. Additional information received, regarding if this was normal battery depletion it was noted as no. No patient injury was noted.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.